Manufacturer narrative:
The patient's exact age is unknown, but is reportedly (B)(6). The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. A visual examination of the returned delivery system revealed that the push catheter was bent and kinked in multiple places. The guide catheter was stretched and broken into 2 pieces. The proximal section of the guide catheter was stuck on the guidewire and could not be removed. The guidewire presented no issues. The suture was intact. There was no damage to the suture hole. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, a flexima biliary stent was successfully deployed at the target site. It was reported that the guide catheter was stretched and tangled. There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.